Event description:
Further follow-up revealed that the ncp system was explanted. A new system was implanted and the patient is doing well. Attempts to obtain the product for analysis have been unsuccessful; products were likely discarded. Potential causes of the reported high impedance are lead fracture, fibrosis, or connection problem.

Event description:
The pt's device diagnostic testing at office visit resulted in high lead impedance reading (dc dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of life. The pt had not been followed up by the treating neurologist for about a year. Pt reported lifting something and straining neck about 3 to 9 months ago. Ever since then, the pt has not felt stimulation. In addition, the pt also reports to have an increase in seizures but not an increase above pre-vns seizure baseline. X-rays were performed and sent to the manufacturer for review. No anomalies were observed that would contribute to the high impedance, however, the x-ray was not clear enough to follow the entirety of the lead. Revision surgery is planned. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
The lead was analyzed. Product analysis summary was performed on the returned lead portions and the reproted high impedance condition was verified. A break was found in each of the quadfiler coils in an area between the electrode bifurcation and helical electrode array. Electron micorscopy varfied the breaks in the quadfiler coils as having significant pitting to the point that the fracture mechanism could not be determined. It is believed that stimulation was present for a certain period of time as evidenced by the presence of severe metal pitting on the broken quadfiler coil wires. Two additional breaks were found on the quadfiler coil of the closet (white) hellical electrode (positive connection to the pulse generator electron microscopy of the quadfiler coil ends identified the breaks as a torsion overload with no pitting. The condition of remaining portions of the returned lead is consistant with that which typically exists following an explant procedure. No other obvious anamalies were noted. The setscrews marks found on the lead connector pin showed evidence that mechanical and electrical connection was present. Continuity chacks of the various lead sections were performed with no other discontinuities identified. The concomitant device (pulse generator) was also analyzed. Product analysis results: no electrical or visual anamalies were identified that could adversely affect device performance. The generator is operating within limits; meetings the manufacturer's final electrical test specifications. The cause of the reported high impedance was due to a lead break. It was reported that the event occurred subsequent to the patient lifting. This cativity likely caused the observed lead break.